Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2011 the patient was admitted at the hospital for endoscopic repair of a cerebrospinal fluid leak. According to the report, during the procedure an edm catheter was inserted into the patient. The report stated that after the procedure, it was discovered that part of the catheter had broken off and was still retained inside the patient¿s spinal canal.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture. Additional device information: it was reported to medtronic neurosurgery that the catalog number of the device was 46441. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture. Additional device information: it was reported to medtronic neurosurgery that the catalog number of the device was 46441. Additional patient/device information: additional information regarding the patient¿s date of birth, explant date and implant date was received. It was reported to medtronic neurosurgery that the patient had csf discovered to be leaking out of nostril post-neuroendocrine tumor endoscopic resection surgery on (B)(6) 2009. According to the report, on (B)(6) 2011, a lumbar drain was placed by anesthesia for the endoscopic repair for cerebrospinal fluid diversion to assist with closure of the cerebrospinal fluid leak. Reportedly, the lumbar drain was monitored by the physician postoperatively and, on (B)(6) 2011 (post-op day 3), it was determined that the lumbar drain was to be discontinued. The report stated that the patient was having no signs or symptoms of cerebrospinal fluid leak. Reportedly, the lumbar drain was removed by the physician; however, it did appear more beveled and shorter than usual. The report stated that the physician suspected that possibly part of the catheter had broken off and was still retained inside the patient. According to the report, the physician stated that the catheter withdrew easily during the removal of the lumbar drain. Reportedly, a CT of the cervical, thoracic, and lumbar spine was obtained and, on the CT of the lumbar spine, it did confirm that an 8.7cm catheter fragment was in the spinal canal from the superior aspect of l4 inferiorly to the inferior aspect of s1. The report stated that surgery was not indicated at the time since there were no signs or symptoms of cerebrospinal fluid leak and since the patient did not have any discomfort or radiculopathy related to the catheter fragment. According to the report, on (B)(6) 2012, the patient complained of back and leg pain. Reportedly, MRI showed no inflammation or granulation around the catheter fragment. The report stated that the fragment abutted right s2 s3 nerve roots but it was unknown if pain originated from fragment. According to the report, on (B)(6) 2012, the patient complained of bilateral shooting leg pain. Reportedly, a lumbar 4-5 laminectomy was performed on (B)(6) 2012 and the retained lumbar catheter fragment was explanted. It was reported that on (B)(6) 2013, the patient was still experiencing hip pain despite physical therapy treatment. According to the report, emg showed l5 nerve irritation from scar tissue from the fragment removal surgery. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.